Event description:
Additional information received from the customer: the event occurred during a therapeutic transurethral resection of bladder tumor (tur-bt) and the procedure was reported to have been completed.

Manufacturer narrative:
Updated: h6, h10. Corrected: b3, b5, d4 lot number. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported chipped ceramic tip issue could not be determined, however, the damage was likely thermally mechanically induced as the result of mechanical overload or impact stress during user handling/mishandling. The issue may be detected/prevented by following the instructions for use which state: 4. Before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- not teeth -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a chipped tip. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; a chipped tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.